Event description:
It was reported that the spring detached from outer ring of inserter prior to insertion on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
E:1 name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.